Event description:
Additional information from the healthcare provider noted that there was a 50% or greater symptom reduction. It was noted: sore at incision site. The patient was seen for a office visit and had a positive urine culture and was treated with ampicillin. Incision site was inspected and was okay. Action taken included treatment with antibiotics. The event cause was not determined. The patient was recovered without permanent impairment. The date was noted as 2015-(B)(6).

Event description:
It was reported that the patient had a bladder infection which they notice about 3 days ago. They were examined by their doctor yesterday and it was noted that their urine had a foul odor. The patient was also hurting on the side where ¿it vibrates¿ and it was tender, painful, and sore which had started around the same time as their bladder infection began. The patient had not heard back from the doctor at the time of report. The patient stated that they did not think that the ¿machine¿ (implantable neurostimulator, ins) caused the tenderness because after implant of the ins they felt the stimulation and did not have the tenderness. It was also noted that since implantation of the ins, they had been constipated. They told their healthcare professional (hcp) about this and was told that the stimulation can affect the bowels and bladder and that their body may be getting used to it. The patient took some over-the-counter medication and it helped but did not ¿clear her out completely¿ so their doctor prescribed them some generic dulcolax. It was noted by the patient that their ins device was working for their bladder symptoms. On follow up, the patient reported that they still had concerns regarding their device therapy but was working with their doctor. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0nrmt, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).